Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported through the submission of a revision implant sheet that patient's right hip was revised. Information provided by rep includes the following: "revision right hip¿unknown [date of primary] - has been revised x1¿[revised devices were] 54 tritanium revision [shell] 40e liner, three screws..."